Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device with an unresponsive touch screen and cannot be powered down. An astral support representative went through the troubleshooting steps with the customer and requested that the device was rebooted. Rebooting resolved the customer issue. Resmed has requested for the device to be returned for evaluation. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4). Note: during the review of the complaint record, it was noted that the date of awareness was incorrectly entered resulting in the delay of submission.

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.